Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a rep who fixed the issue temporarily, but then it went back to the same issues. The patient said the rep told them to turn stim off so they did. The patient took a nap and woke up, but then the controller wasn't working to turn stim on. The controller was reset and the patient was able to turn stim on. The patient thought everything was working. The patient said it worked one week and then didn't work the next. The patient said they have had to reboot the controller twice since going home. The patient said the pain has not been resolved, but said he will put up with it as it was not too excessive and mainly was when the patient was lying down. The patient mentioned they have an appointment in two weeks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not working all the time. The issue was noticed about a month prior to the report. The patient said for the past week, he had been having pain in the ins area and it "hurt like hell and was not getting better." The patient said prior to calling they adjusted the settings as much as they knew how to. The patient said he hasn't been charging the controller so it was probably dead. A rep reached out to the patient. The patient requested a pain doctor located near him. The patient has limited mobility so this has been a challenge. No further complications were reported.